Manufacturer narrative:
(B)(6). Device is a combination product

Event description:
The patient was enrolled in the (B)(6) clinical study with the patient identifier of (B)(6). It was reported that claudication occurred. Procedure summary: the index procedure was performed on (B)(6) 2018. The target lesion was the right mid and distal superficial femoral artery (sfa). The target lesion was 99% stenosed, had a 4.7mm and 4.62mm reference vessel diameter proximally and distally, and had a length of 92mm. Pre-dilation was performed with one balloon. A 6x120mm eluvia stent was then implanted. Post-dilatation was performed using two balloons. Residual stenosis was 0%. No thrombus was seen in the treated vessel post-procedure. Since (B)(6) 2018, the patient was experiencing persistent claudication in the right limb. Medication was administered and the patient was hospitalized for intervention including angioplasty and another stent implantation in the sfa.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: 1961. Device is a combination product.

Event description:
The patient was enrolled in the eminent clinical study with the patient identifier of (B)(6). It was reported that claudication occurred. Procedure summary: the index procedure was performed on (B)(6) 2018. The target lesion was the right mid and distal superficial femoral artery (sfa). The target lesion was 99% stenosed, had a 4.7mm and 4.62mm reference vessel diameter proximally and distally, and had a length of 92mm. Pre-dilation was performed with one balloon. A 6x120mm eluvia stent was then implanted. Post-dilatation was performed using two balloons. Residual stenosis was 0%. No thrombus was seen in the treated vessel post-procedure. Since (B)(6) 2018, the patient was experiencing persistent claudication in the right limb. Medication was administered and the patient was hospitalized for intervention including angioplasty and another stent implantation in the sfa. It was further reported that the angiograms revealed in stent restenosis. It was further reported that on (B)(6) 2018, the patient presented for a six month follow-up visit and rutherford category assessed as 3 (severe claudication). On october 9, 2019, additional event angiography core lab performed at the distal sfa revealed inflow "not patent", occlusive isr stenosis pattern and no thrombus or aneurysm noted. The diagnostic arteriography revealed 100% stenosis at the proximal, mid and distal sfa, which was 300mm long with a reference vessel diameter of 4.9mm. On the same day, pre-dilation was performed with a 5.0x150mm balloon during three occasions, followed by dilation with drug coated balloon of 6.0x150mm and 6.0x120mm. Post treatment with balloon dilatation, a 6.0x120mm innova stent was implanted that covered the proximal edge of the previously implanted stent and the dissection flap. Post dilatation was also performed with mustang balloon of 6.0 x 150 mm, resulting in 10% residual stenosis. During the follow up infrapopliteal angiography, embolization on the anterior tibial artery was identified for which a manual thromboaspiration was carried out. On october 10, 2019 the event was considered resolved and the subject was discharged on the same day on antiplatelet medication in a good general state of health.

Manufacturer narrative:
Patient identifier: (B)(4). Date of birth: (B)(6). Device is a combination product.

Event description:
The patient was enrolled in the eminent clinical study with the patient identifier of (B)(4). It was reported that claudication occurred. The index procedure was performed on (B)(6) 2018. The target lesion was the right mid and distal superficial femoral artery (sfa). The target lesion was 99% stenosed, had a 4.7mm and 4.62mm reference vessel diameter proximally and distally, and had a length of 92mm. Pre-dilation was performed with one balloon. A 6x120mm eluvia stent was then implanted. Post-dilatation was performed using two balloons. Residual stenosis was 0%. No thrombus was seen in the treated vessel post-procedure. Since (B)(6) 2018, the patient was experiencing persistent claudication in the right limb. Medication was administered and the patient was hospitalized for intervention including angioplasty and another stent implantation in the sfa. It was further reported that the angiograms revealed in stent restenosis.